Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; pinn lnr con +4 10d 32idx52od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
Thr: prof (B)(6), (B)(6) hosp - (B)(6) 2018. Primary implantation: (B)(6) 2016. Patient had dislocation and could not be reduced. Removed the constrained liner and believed that the only action was to replace with the same removed the 32+6 head as it was scratched. Replaced the head with 32+6. The patient was stable at the end of the procedure. Female patient initials (B)(6), dob: (B)(6). Unknown jrn: srom 32+6 alumina head = discarded. Unknown related products: srom stem = still implanted, 52 pinnacle sector cup - still implanted. Doi: (B)(6) 2016; dor: (B)(6) 2018; unknown hip.